Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the device was alarming, no disposable clamp tubing. The pump was stopped yet continued to alarm. The pump was powered off and the line was clamped. The cassette was removed and the tubing was massaged. There was no air noted. The green tab was depressed. Parts were reconnected and the pump was powered on. It was alarming again. The cassette was removed again and the steps were repeated. Parts were reconnected and infusion was restarted. Settings were obtained. They were instructed to call back as needed. No patient injury was reported.